Event description:
Boston scientific received information that upon interrogation this cardiac resynchronization therapy defibrillator (crt-d) displayed a message that high voltage was detected on the leads during a charge. The field representative consulted with boston scientific technical services (ts) and the observation was discussed. Information was reviewed that last fall, shortly post implant, the patient had a hematoma. An extraction of the hematoma was performed at that time and during that procedure the device was temporarily removed. The physician and the field representative determined that likely the fault code occurred on the date of the hematoma extraction as a 41 joule shock was noted the day of the extraction and this was the first evaluation since then. The patient¿s advocate reported that beeping had also been heard since around the time of the extraction, but it appears they did not realize it was the device. At the current evaluation, counters were reset, the shock lead impedance was normal, and lead measurements were stable. The field representative reported that a manual capacitor reformation was also done and was normal. It was suggested that a save to disk and memory dump be done so the engineers could review and ensure appropriate device function. However, the field representative reported that a save to disk was unable to be done. No adverse patient effects were reported and the device system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.